Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 767 mg/dl. Cause of bg level was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, "electrolyte replacements and antibiotics", resolving the issue with no permanent damage. Customer still in hospital at time of report so no release date could be obtained.